Event description:
On a morning in 2004 a cna had filled the portale oxygen tank and then applied it to pt at 0940. At 0950 the cna noted a white haze aorund pt's face and head and the skin around pt's o2 tubing was turning white. Cna was unable to turn the o2 tank off. To prevent injury to pt's face cna broke the nasal tubing to remove from source and then was able to remove tubing from the resident's face. The resident was sent to the e.r. For evaluation and susequently admitted having sustained 2nd degree burns to pt's face.